Event description:
This report is based on information provided by philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the therapy port knob was loose. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. The customer was made aware of the end of life terms and the device remains at the customer site. The customer reported that they were able to resolve the issue on their own. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H3 other text: device is end of life.